Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device did not fail any test steps. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device did not fail any test steps. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board was functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.